Manufacturer narrative:
The reporter's meter was returned for investigation. Testing results with level 2 controls (qc range: 2.5 - 3.1 inr): qc 1: 2.7 inr qc 2: 2.6 inr qc 3: 2.7 inr testing results with lin 3 controls (qc range: 4.1 - 6.8 inr): qc 1: 5.9 inr qc 2: 5.9 inr qc 3: 5.0 inr all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Field d4. Lot number was updated.

Manufacturer narrative:
The strips have been requested for return but were no longer available. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing was performed. Test strip retention samples passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined. Initial reporter occupation was lay user/patient.

Event description:
There was an allegation of a questionable result from coaguchek inrange meter serial number (B)(4). On an unknown date, the initial result was 5.3 inr. One minute later and using a different finger, the result was 3.7 inr. One minute later and using a different finger, the result was 4.4 inr. The therapeutic range was 2.5-3.5 inr.